Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/07/2016 a medtronic representative, following-up at the site, reported the site's sterile processing department (spd) repaired their damaged articulating arm. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. This issue was noted in preparation for a surgery, a second articulating arm was used in that procedure. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.